Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on baxter 550 device had more fluid removed than the target goal amount. No further details were available for this report.